Event description:
The physician achieved arteriotomy closure with the closer 6 fr. Device after a diagnostic procedure in 2000. The reporter is the patient that experienced the event. The reporter believes a light sedation was used during the procedure and recalls the physician stating "the procedure is completed and a perclose device is going to be used to achieve closure". Pt then felt" pressure" in the right groin area during the insertion of the devcie. A "snap" or "click" was heard and then a "severe knife like pain" was felt radiating up the right side of the body and down the right leg. It was reported in the progress notes that a "vasovagal response occurred with the insertion of the perclose device". The reporter's blood pressure was low and was reportedly treated with "wide open fluids". She was then taken to the recovery room and was discharged home at 7 pm despite complaints of pain. The reporter stated they continued to have "severe pain throughout the night that was accompanied by vomiting". The reporter was transported by ambulance to an emergency room in the morning. A sonogram of the right groin was negative for an aneurysm. A second opinion was obtained from a neurologist who diagnosed an iliohypogastric neuropathy and possibly an ilio-inguinal neuropathy based on the symptoms presented. The neurologist stated that the iliohypogastric nerve might have been "nicked". The reporter was admitted for "pain management" and was placed on intravenous morphine sulfate for three days. Reporter was discharged home with a prescription for neurontin and additional unspecified medication. The reporter also stated that they had consulted with many neurologists within the last two years and the recommendations were for nerve blocks and other unspecified invasive treatment and testing. The reporter stated they are refusing anything that is invasive at this time". An MRI of the right femoral nerve was performed at an unspecified date and a neuroma was ruled out. The reporter stated, "the daily pain experienced is moderate to severe in intensity and affects their daily living activities. It is difficult to walk at times". Reporter stated they take neurontin 100 mg at night, either darvocet or vicodin two times per week for pain and occasionally takes soma at night to help them sleep. Reporter also stated they do not take the medications more often due to the side effects, which would affect the ability to function at work".